Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose was approximately 400 mg/dl.